Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer stated that her blood glucose values were still increasing rapidly after giving a bolus with the pump. Customer gave manual injection and values came down from 515mg/dl to 465mg/dl. Customer¿s blood glucose value at time of incident was 500 mg/dl and current blood glucose value was 427 mg/dl. Customer¿s husband gave an injection. The drive support cap was loose. Customer¿s blood glucose value later was 534mg/dl. Insulin pump will not be returned for analysis.